Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system had a loose connection with the mobile view station (mvs) umbilical cable, visual inspection showed physical damage .replaced the panel assembly rear cab breakout and the upper and lower covers door cap. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, there was a loose connection between the interface (umbilical) cable and the imaging system. No additional information was provided. There was no patient present when this issue was identified.